Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted, no ramping numbers, or scroll bar moving on its own noted. The device had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 44 mg/dl. The customer was treated with food. The customer was asked if any significant events leading to alarm and he said that he got up to check blood gluose and it was low, program with carbs and eat, hit up the arrow for carbs and numbers continue to roll. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction. The customer was advised that the inuslin pump need to be replaced.